Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Patient reports "two injections" of juvéderm® volift¿ with lidocaine in the lip area. On the left side of the lip, patient "had the impression that an accumulation had formed." The situation did not seem to diminish. 1.5 months post injection, "full of pain of this swelling," a CT scan of the lips was completed. A white dot was found and defined as a foreign body. The radiologist is not specialized in this type of event and is not sure whether the aggregate can be derived from the filler as information found online shows different images. Per patient, "it's if something had leaked." The event is getting worse. There is a heated part, that is also painful and extends well beyond the lip. The following day, left side of the face is swollen up to the point of the eyes. The next morning, the patient woke up even worse and there is no feeling/sensitivity and swelling of the left side. Patient cannot feel cold (water), "slaps, butts" and can't smile. An MRI was recommended to look for filler granulomas. Granuloma was seen via ultrasound. No report of biopsy to confirm the reported granuloma. Patient's face remains malformed after the injection. Face resonance to be completed.